Event description:
Customer states that during pre-test prior to use on patient, a doctor found the cuff would not deflate.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.